Manufacturer narrative:
At time of filing, although originally expected, the reported device has not been returned to conmed for evaluation and its location is unknown. Photographic evidence was provided and the image exhibits the reported claim however a root cause cannot be established. Should the device be returned an evaluation will be performed and upon completion of the complaint investigation a supplemental and final report will be filed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 10 devices, for this device family and failure mode. During this same time frame 161,143 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding the proper care and use of this device. The IFU also advises the user to examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported an issue involving the aes-90sn probe, lot # 202002101 that occurred at (B)(6) hospital ambulatory center for orthopaedics in (B)(6) on (B)(6) 2020. It was reported that during use, the probe tip broke off in the patient. The pieces were fully retrieved. It is also noted the procedure was successfully completed using another aes-90sn with a short delay for the retrieval of the tip and there was no impact or injury to the patient. Additional information clarified the procedure was a shoulder arthroscopy, acromioplasty, debridement, and rotator cuff repair. Approximately one third of the way through the procedure, surgeon was performing the debridement, cleaning out the bursa of the shoulder when the issue occurred. The surgeon had been alternating between shaver/bur and the wand to "clean up" the shoulder before the repair and had not started the actual repair of shoulder with anchors and such. He noticed the piece in the patient with the scope and removed it with an arthroscopic grasper. It was reported that the settings of the instruments/unit were at ablate 4 and coag 2. The only other instruments being used around the probe were a scope with the camera attached and a metal cannula the scope goes through. No fragments remained as all pieces were removed from the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.